Event description:
Adverse event(s): "no patients prepped nor flaps cut" (not patient involvement). Product problem(s): "loud noise after gas exchange" (ambient noise issue); "system check error message" (device displays error message). A laser technician reports that following a gas exchange, the system made a loud noise and then displayed system check error message. None of the scheduled patients had been prepped nor had any flaps been cut. All cases were rescheduled for a different day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).